Event description:
It was reported an issue with premicron suture. The client reported that the needle was detaching from the thread during the preparation phase. A needle holder was used to remove the suture from the pack and there were many cases of the same type. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.